Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 01/06/2016. The fse found that the tubing through shear valve cvl 85/126 was clogged. The fse replaced the tubing, which repaired the leak. The repairs were verified by the fse. (B)(6).

Event description:
The customer reported a yellowish leak from the coulter lh 780 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.